Event description:
I have had auto immune issues and left hip pain since not long after the implantation of essure birth control devices. Currently treating with natural supplements due to sensitive nature of the body now after essure, many medications do not work or cause massive complications.